Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 12 mg/dl and a loss of consciousness. The cause of the low bg was unknown; however, customer has brittle diabetes. The customer was transported via paramedics to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous saline, and additional unspecified intravenous treatment. Additionally, customer was put on life support for 3 days, and was given a stent and a feeding tube. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved; however, customer was unable to speak at the time of the report. It was unknown if there was permanent damage sustained. Tandem technical support was unable to further troubleshoot as the device was not available at the time of the report. No additional information was provided.